Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer was using cold insulin in the cartridge. Tandem technical support educated the customer on proper load techniques. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the existing cartridge.